Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2023 : information was received from a patient regarding their controller and their implanted neurostimulator (ins).  They reported they were trying to charge their implant on and the controller went blank/unresponsive but was at a 40% or 50% charge. Patient stated their stimulation was pretty high and they would like to turn it down but they can't. Patient stated that they are having an emergency because they are not able to adjust those stimulation settings. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on.  The pt inserted the battery pack and confirmed controller was 20% (recharging was indicated) and implant was 30%. Patient then confirmed the green light was flashing above the screen. Patient stated that "it worked" and they were able to go in and adjust their stimulation settings. Patient said when they go to bed and lay flat, their stimulation goes too high so they have to turn their stimulation down, otherwise they cannot sleep. T he troubleshooting steps that were taken on the call resolved the issue. The pt mentioned that they will see their doctor in a month for an appointment. Patient also mentioned that they have had trouble charging and having their paddle pick up their implant.  Patient services attempted to get the controller serial number, but the pt was having a hard time making out the serial number. (B)(6) 2023: additional information was received from the patient. They responded to the letter they received and stated they had not identified any factors/circumstances that may have caused/contributed to the stimulation being too high when they lay down. Cause has not been determined and they have not seen their doctor. Pt reported they did not have any trouble recharging. Pt stated they the did meet with a manufacturer representative (rep) to be adjusted however, 2 days later pt stated they could no longer feel the stimulation at all. Pt stated that the issue began about a 2 months ago, but the reprogramming did not resolve issue. Pt stated that it has never been right since a day after it had been put in. Pt stated they do not currently have a managing healthcare provider (hcp). Pt stated they were going to reach out to meet with a representative tomorrow. Pt stated they wanted the device explanted, but the hcp that implanted would not help them. Agent emailed pt a physician listing.

Manufacturer narrative:
B5: updated with new information received from the patient. Coding update to reflect new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient; patient states the device never worked no matter the programming. Pt wishes someone would remove the device.